Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation appears to be related to user error. In this case, it is possible that the material separation is the result of device placement and/or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a peripheral orbital atherectomy device (oad) was being used to treat a superficial femoral artery (sfa). During the procedure, the oad contacted the viperwire spring tip leading to a fracture. The fractured component was retrieved with a snare. There were no patient complications as a result of the event. The patient was in stable condition. It was indicated the oad contacting the viperwire spring tip was due to use error.